Manufacturer narrative:
Insulin pump received with stuck in full segment display after counting down to number seven due to faulty component on interface board. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. Pump received with minor scratched display window, cracked case at the upper side near the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a watchdog timeout alarm. Customer's blood glucose was 117 mg/dl. Customer also reported that insulin pump was cracked due to attempting to remove battery cap. Customer was advised that insulin pump would need to be replaced.